Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025 , a patient presented with grade 4 functional tricuspid regurgitation (tr), a tethered septal leaflet and an enlarged left atrium for a triclip procedure. The patient also had a five-leaflet valve with multiple commissures. There was difficulty visualizing the triclip with intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) during the procedure due to patient anatomy. It was believed that there was acceptable leaflet insertion on both the anterior and septal leaflet as confirmed with ice and tee. A triclip xtw was implanted on the anterior and septal leaflets. After a couple of minutes post-deployment a single leaflet device attachment (slda) was observed. The septal leaflet was detached and the anterior leaflet remained attached. A second clip was attempted to be implanted to stabilize the slda clip and reduce the tr, however leaflet insertion could not be confirmed. After attempting for three hours, the decision was made to remove the second clip and stop the procedure. The final tr grade was 3. Per the physician the slda was due to poor imaging.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.